Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that the burr was stuck in the guide. The target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.50mm rotapro was selected for use. During the procedure, it was noted that the burr got stuck in the guide after two runs in the rca. The device was pulled out with the guide catheter in one piece. The procedure was completed with another rotapro. There were no complications reported, and patient is stable post procedure.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device was found that the coil was stretched for a length of 6.3cm running proximally from the burr. The coil was kinked at the burr.

Event description:
It was reported that the burr was stuck in the guide. The target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.50mm rotapro was selected for use. During the procedure, it was noted that the burr got stuck in the guide after two runs in the rca. The device was pulled out with the guide catheter in one piece. The procedure was completed with another rotapro. There were no complications reported, and patient is stable post procedure.